Event description:
A g-prox endoscopic grasper was inserted through a transport endoscopic access device to create tissue approximations within the stomach. During the procedure, the physician observed a small incidental (3-4 mm) tear in the distal esophagus. The physician continued with the procedure and subsequently noted that the tear was now 4-5 mm in length and appeared deeper, possibly becoming a perforation. Physician suspects that during use, the tip of the grasper may have inadvertantly abraded the mucosa. Patient was noted to have friable tissue. As part of the physician's standard of care following a suspected or confirmed perforation during any endoscopic procedure, the defect was closed with endoscopic clips and fibrin glue and the patient was admitted for observation. An immediate post-procedure x-ray showed a small amount of air under the diaphragm. A post-procedure contrast swallow confirmed successful closure of the defect the patient did not require further treatment, reported no symptoms and was discharged.

Manufacturer narrative:
Physician believes that this event was related to usage of the device during the procedure and was not caused by a device malfunction. Pt was noted to have friable tissue. Evaluation of the returned device at usgi confirmed that the device was in conformance with specs and that there were no defects. Evaluation summary returned device: the g-prox was visually inspected by a usgi engineer and was found to be in working condition. One of the forks of the jaw is lightly bent inward, but it is unknown if this occurred during the case or in transit from the site. The jaws still close properly and the device functions as expected. The slight bend of the jaw fork would not be expected to cause a perforation, since it is bent inward instead of outward.